Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during post-dilation of another company's stent implant, the voyager nc balloon ruptured at 6 atm during the first inflation. Reportedly, there were no pt effected. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by numerous factors, if the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate. It is possible the balloon material was damage during interactions with other devices, the stent implant and/or the tortuous and calcified lesion, such that the balloon rupture upon inflation attempt. Based on the info received complaint and without the product examine, a definitive cause for the reported balloon rupture cannot be determined.